Event description:
Following implant, the pt experienced a headache, nausea, and neck pain. The pump was implanted to control pain in the pt's hand and that pain was controlled. The pt was diagnosed with a csf leak and received a blood patch; the date was not reported. Approx 2 weeks after implant, the pt was doing better. The pump was used to deliver infumorph.

Manufacturer narrative:
Catheter.